Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified radial cutaneous vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon (pcb) was selected for use. During the procedure, it was noted that the balloon ruptured at 3 atmospheres for 15 seconds upon first inflation. The device was removed without any problem and the procedure was completed with another pcb device. No complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation, the following attributes were examined: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 11mm distal of the distal marker band. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified radial cutaneous vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon (pcb) was selected for use. During the procedure, it was noted that the balloon ruptured at 3 atmospheres for 15 seconds upon first inflation. The device was removed without any problem and the procedure was completed with another pcb device. No complications reported and the patient is in good condition after the procedure.